Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being unconscious due to low blood glucose. After customer was treated with peanut butter and was stabilized, blood glucose was 59 mg/dl. Before going unconscious, customer reported of treating blood glucose based on sensor reading and not meter reading. Call was dropped while checking possible issues with drive support cap.